Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was observed during an office visit 3 months after the lead and generator was initially implanted. Seven diagnostic tests were performed and all indicated high lead impedance was present. The patient was also experiencing an increase in seizures at this time which appeared to be related to the high impedance. The patient was then underwent to surgery to resolve the high impedance and the generator was not programmed off. During surgery, the surgeon reinserted the exiting lead pin into the existing generator and the impedance was noted to be within normal limits. The surgeon decided to leave the existing lead and generator implanted since the high impedance resolved and it appeared to be caused by inadequate pin insertion. No additional relevant information has been received to date.